Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window location and mild detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was observed to be defective. The fiber was exchanged and the case completed using a second surgical fiber. There was no patient injury reported. Gland volume: 120 ml; time expended: 45 minutes; joules used: 176,000.